Event description:
Neulasta onpro on-body injector flashed a red light instead of a green light after the medication was completely delivered. The red light indicated that a possible error has occurred.